Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose was 500mg/dl, 440mg/dl which was treated with bolus. Customer stated that blood glucose was 240mg/dl, 200mg/dl,210 mg/dl,500 mg/dl,440 mg/dl,250 mg/dl,260 mg/dl,300 mg/dl. Customer¿s current blood glucose was 240mg/dl and 171mg/dl at time of incident. Customer experienced fatigue. Customer reports insulin exited at the qr. Customer stated that they got no delivery lot of time. Customer performed self test and passed. Insulin pump will be return for analysis.